Manufacturer narrative:
(B)(4). Concomitant medical product: knee-unknown-femoral, catalog # unk, lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07792.

Event description:
It was reported that patient underwent partial knee replacement and after almost 3 years the disc that sits in the medial aspect of the joint popped out. Patient was revised to a total knee replacement due to dislocation.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number (B)(6) - 3002806535.